Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine is not syncing with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: medical device component code. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not syncing with server and the station at the hospital were experiencing server connection issues and was unable to sync the station and failed to download data. The technical support specialist (tss) cleaning up any partial data.' The recovery model was changed from full to simple, and the network speed and duplex were set to 100 mbps half-duplex. A full sync was attempted again, but the same error persists. A tss checked the core. Server table on severalty and found two fqdns, with the old fqdn marked as deleted (delete flag = true). Missing transactions were extracted and saved. The database was backed up, and a full sync of the station was performed successfully. The case was closed as no further issues were identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine is not syncing with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.